Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-33955. It was reported the patient reported in the hospital for a generator exchange, during the procedure, it was observed the right ventricular lead and right atrial had exposed insulation. During generator exchange and once leads were exposed, physician applied sterile medical adhesive and a suture sleeve to each lead where insulation was visible. The patient was in stable condition.